Event description:
Allegedly the screw was mal-aligned.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no device failure complaint reviewed. Device history record reviewed. Product not returned. (B)(4) - evidence that product in specification when used, undetermined.